Event description:
Allegedly on (B)(6) 2012, the femoral neck of the prosthetic hip implanted on the right side of the patient's body suddenly and catastrophically failed while being used in a normal and expected manner.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01588, -01590, -01591, -01592 & -01593. This report will be updated when the investigation is complete. This event occurred in (B)(6).